Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that she did not bolus for a few days because she lost her blood glucose meter. The customer experienced nausea and stomach pain. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found error alarms and auto off alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The self test was conducted and failed. Explained the customer that the bent cannula may have contributed to the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.